Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2012. Revision of hip components - reason not reported.

Manufacturer narrative:
This device is used for treatment not diagnosis.

Event description:
This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00723 and 1038671-2018-00724.

Manufacturer narrative:
In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Device specific risks that fracture, migration, loosening, subluxation, or dislocation of the prothesis or any of its components, any of which may require a second surgical intervention or revision. Revisions or surgical interventions are a known complication found in joint replacements. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of patient instability of the shoulder joint devices is most likely due to the patient's underlying conditions. This device is used for treatment, not diagnosis. E3: representative. No information has been provided. Asked, not answered: b5. Request for event information, a4, a5, a6 and d4. Corrected data: d4: serial number not supplied. H3: no device evaluation pending.

Event description:
There is no allegation of device malfunction or problem. Requests for information were made, no additional information is available. This is one of two products involved with the reported event and the associated manufacturer report number 1038671-2018-00724.